Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of adhesive issue on 22-jun-2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).